Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient receiving intrathecal morphine 10,0 mg/ml at a dose of 5,506 mg/day via an implantable pump. It was reported that there was a motor stall after magnetic resonance imaging (MRI) with no recovery. A patient implanted with a synchromed ii 8637-40 pump had an MRI on (B)(6) 2025. There was no post-MRI pump check because the doctor was not available. The patient re-contacted the doctor on (B)(6) 2025 because they were again in pain. During telemetry, two messages were displayed on the tablet and no changes to the programming were made. The pump was checked on (B)(6) 2025 and the following messages were observed: on (B)(6) 2025 - pump shutdown (MRI) at 12:34 pm. On (B)(6) 2025 - critical alarm where the pump shutdown time exceeded 48 hours at 12:34 on (B)(6) 2025 - the pump was back on at 3 pm. There was no alarm triggered. The rep was asking how they could explain the shutdown of the pump from on (B)(6) and asked if the fact that the pump was telemetry checked reactivated it. The also asked how to explain that there was no alarm when the pump stopped. According to the logs provided, service code 529 [the pump motor stopped and was restarted] was seen. It was also stated that the pump was stopped for 194 hours and 24 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient was fine. The name of the hcp and the name of the facility was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via a company representative. The implant date of the pump was not available.